Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 11/25/2015- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported difficult mobility, broken sphere on implant and staph infection. Medical records reported leg length discrepancy, loosening of the stem and sleeve with broken spline that was difficult to remove, hematoma, heterotopic ossification of soft tissues, lucency superior representative of a subchondral cyst vs. Particle disease and the infection reported on the pfs happened (B)(6) 2015 after the revision surgery. There was no metal ion labs within medical records and no report of metal debris in revision surgical report. The cup was reported to be put in at 40 degrees of anteversion in the primary surgical report but is not being reported because it was not revised. See (B)(4) for infection reporting. There is no new additional information that would affect the existing investigation. The complaint was updated on: dec 11, 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised to address loosening of the srom stem and sleeve. Update rec'd (B)(6) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt chromium metal debris. The doi has been provided and the right hip has been indicated. A head and liner are now being added to address allegations of metal on metal.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/17/15- pfs and medical records received. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 6, 2016.